Event description:
It was reported that the pump reset unexpectedly. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the pump time and date was incorrect due to unexpected reset. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy. Customer¿s blood glucose level was 186 mg/dl.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.